Event description:
Pfs and medical records received. Pfs alleges pain, weakness, and clunking. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, metal debris, and bearing wear. Lab results from (B)(6) 2014 indicated metal ion levels below 7ppb. There was no mention of any clunking. It should be noted the doi of (B)(6) 2004 is a revision for osteolysis from a previous hip in 1989. At this time is unknown if any depuy products are involved in the osteolysis. If/when we receive more information we will updated as needed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.